Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd precisionglide¿ detachable needle had separated from the bd¿ tuberculin syringe and remained inside the cap when removing it during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported when she removes the cap from the needle, the needle and hub remains inside the cap. She uses the plyer to remove the needle. She uses twice a day, she has about 14 needle detached from the hub remained in the needle shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ detachable needle had separated from the bd¿ tuberculin syringe and remained inside the cap when removing it during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported when she removes the cap from the needle, the needle and hub remains inside the cap. She uses the plyer to remove the needle. She uses twice a day, she has about 14 needle detached from the hub remained in the needle shield."